Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci assisted thymectomy procedure, the clinical development engineering (cde) contacted the technical support engineer (tse) and informed the surgeon side console (ssc) camera pedal feels more difficult to press. The surgeon stated that this leads to a delay in camera control, unintended instrument motion, workflow inefficiencies, and greater cognitive load during cases. There were four noted instances across two cases (~2 hours console time) where surgeon thought he had pressed the camera pedal and instead instruments moved. The procedure was completed with no injury/harm to the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed there was no injury/harm to the patient. The procedure was completed using the same ssc.